Event description:
Pt was on the hana fracture table for an intramedullary nail on left leg and we heard a pop sound like a boom. The left leg rail on fracture table slipped and landed on the right leg rail. Dr. (B)(6) was made aware and an xray of the operative leg was taken.